Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
T3 howmedica stem 16 x 225 fractured causing a revision to a gmrs proximal femoral replacement. T3 modular stem was originally put in 2002.

Manufacturer narrative:
An event regarding a fractured unknown t3 16 x 225 stem was reported. The event was confirmed. Medical records received and evaluation: after thirteen years in situ in this ¿moderately active¿ patient, cyclic loading at the junction of the well-fixed distal stem and the loose proximal body with no fixation support likely resulted in an inevitable fatigue fracture initiated laterally and progressing medially. Examination of the explanted components of the fracture surfaces would confirm this mechanism and rule out factors of faulty manufacturing or materials as contributing to this late clinical situation. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient demographics, clinical or past medical history and operative reports were provided. However, a review of the provided x-ray and device images by a clinical consultant indicated: "after thirteen years in situ in this ¿moderately active¿ patient, cyclic loading at the junction of the well-fixed distal stem and the loose proximal body with no fixation support likely resulted in an inevitable fatigue fracture initiated laterally and progressing medially." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
T3 howmedica stem 16 x 225 fractured causing a revision to a gmrs proximal femoral replacement. T3 modular stem was originally put in 2002.